Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the medtronic representative was unable to replicate the issue. The system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site would either retrieve or have images pushed to their navigation device and the exams would come over fine, but when they power down the system and move it into the or some of the exam is missing. There was no patient present when this issue was identified.